Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 70.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds in multiple locations. During functional analysis, friction was experienced when retracting the ruby coil into its introducer sheath, and the ruby coil became stuck before the distal tip of the embolization coil could be retracted into the introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds in multiple locations and the pusher assembly was kinked. This damage may have occurred due to forceful advancement of the ruby coil against resistance. The root cause of the initial ¿hard stop¿ reported in the complaint could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a lateral thoracic arteriovenous malformation (avm) using ruby coils. During the procedure, after successfully deploying and detaching smaller diameter ruby coils into the target vessel using another manufacturer¿s microcatheter, the physician attempted to advance a larger diameter ruby coil through the same microcatheter; however, the physician encountered a ¿hard stop¿ and the ruby coil would not advance further. Therefore, the ruby coil was removed. The procedure was completed using additional smaller diameter ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.